Event description:
It was reported that needles were occluded prior to use with a bd pen ndl 32g 4mm. The following information was provided by the initial reporter: the customer alleged than some pen needles of the package had occlusion and she didn't use.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 5/27/2020. Investigation: sixty five sealed 32g x 4mm pen needle samples were returned from lot. No. 9015936, cat. No. 320678. A clog testing as per tp700483 was carried out on all sixty five samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needles were occluded prior to use with a bd pen ndl 32 g 4 mm. The following information was provided by the initial reporter: the customer alleged than some pen needles of the package had occlusion and she didn't use.